Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (diagnostic laparoscopy with partial bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: esuure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received : event "personal injuries" replaced with events menstrual issues, persistent pelvic pain added. Relevant lab data, suspect drug start date, action taken with drug added. Reporter details updated. Category invalid was changed to valid. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 28-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included choledocholithiasis. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included nsaids from 2012 to 2015 and paracetamol (acetaminophen) from 2012 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 12 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with escitalopram oxalate (lexapro), venlafaxine hydrochloride (effexor), vortioxetine hydrobromide (trintellix) and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and uterine haemorrhage outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: esuure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: plaintiff fact sheet received. Event abnormal uterine bleeding was added. Event onset date was updated. Treatment drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included nsaid's from 2012 to 2015 and paracetamol (acetaminophen) from 2012 to 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: esuure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number added, event added as follows:- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ lower pelvic region') and uterine haemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included choledocholithiasis. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included nsaids from 2012 to 2015 and paracetamol (acetaminophen) from 2012 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 12 days after insertion of essure. In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: extremely: moody/ moodiness"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and ovarian cyst ("other injury(ies) or complications please describe: cysts on ovaries") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with escitalopram oxalate (lexapro), venlafaxine hydrochloride (effexor), vortioxetine hydrobromide (trintellix) and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, anxiety, mood altered, headache, dysmenorrhoea and dyspareunia was resolving and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, constipation and ovarian cyst outcome was unknown. The reporter considered anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: esuure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: new pfs received. New events: hormonal changes describe: extremely: moody, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complications please describe: cysts on ovaries were added. Outcome for events and new reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ lower pelvic region') and uterine haemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. A15530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included choledocholithiasis. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included nsaids from 2012 to 2015 and paracetamol (acetaminophen) from 2012 to 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 12 days after insertion of essure. In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: extremely: moody/ moodiness"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and polycystic ovaries ("other injury(ies) or complications please describe: cysts on ovaries") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with escitalopram oxalate (lexapro), venlafaxine hydrochloride (effexor), vortioxetine hydrobromide (trintellix) and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, anxiety, mood altered, headache, dysmenorrhoea and dyspareunia was resolving and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, constipation and polycystic ovaries outcome was unknown. The reporter considered anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, polycystic ovaries, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant coding correction done. Pt changed from "ovarian cyst" to "polycystic ovary". For the event 'cysts on ovaries'. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ lower pelvic region') and uterine haemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included choledocholithiasis. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2009 to 2011, nsaids from 2012 to 2015, paracetamol (acetaminophen) from 2012 to 2015 and piroxicam (paxil). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 12 days after insertion of essure. In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: extremely: moody/ moodiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and polycystic ovaries ("other injury(ies) or complications please describe: cysts on ovaries") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2018, the patient experienced thyroid mass ("nodule of thyroid"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with escitalopram oxalate (lexapro), venlafaxine hydrochloride (effexor), vortioxetine hydrobromide (trintellix) and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, anxiety, mood altered, headache, dysmenorrhoea and dyspareunia was resolving and the uterine haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, constipation, polycystic ovaries and thyroid mass outcome was unknown. The reporter considered anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, polycystic ovaries, thyroid mass, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: "essure" device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet received. New event nodule of thyroid was added. Concomitant drugs added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included nsaid's from 2012 to 2015 and paracetamol (acetaminophen) from 2012 to 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: esuure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ lower pelvic region') and uterine haemorrhage ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included choledocholithiasis. Previously administered products included for prevent pregnancy: ortho tri-cyclen from 2003 to 2007. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from 2009 to 2011, nsaids from 2012 to 2015, paracetamol (acetaminophen) from 2012 to 2015 and piroxicam (paxil). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 1 month 12 days after insertion of essure. In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: extremely: moody/ moodiness"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation") and polycystic ovaries ("other injury(ies) or complications please describe: cysts on ovaries") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2018, the patient experienced thyroid mass ("nodule of thyroid"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with escitalopram oxalate (lexapro), venlafaxine hydrochloride (effexor), vortioxetine hydrobromide (trintellix) and surgery (salpingectomy (bilateral removal of fallopian tubes), laparoscopy / removal of bilateral essure coil). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, migraine, fatigue, weight increased, constipation, polycystic ovaries and thyroid mass outcome was unknown and the depression, anxiety, mood altered, headache, dysmenorrhoea and dyspareunia was resolving. The reporter considered anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, polycystic ovaries, thyroid mass, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal /(B)(6) 2014 and / (B)(6) 2014. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: esuure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events persistent pelvic pain/ lower pelvic region, abnormal uterine bleeding, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.